Event description:
Pt was implanted with a cslp va plate on an unk date. It was discovered on an unk date the screws are toggling and are not set in place. Surgeon is not removing the hardware and is monitoring the pt. This is one of two reports for this event.

Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed, no conclusion could be drawn as no product was returned.